Manufacturer narrative:
Patient age and patient weight were approximate. A medtronic representative tested the thermal therapy equipment. He could not replicate the issue during or after the procedure. The system passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. No parts were replaced.

Event description:
A medtronic representative reported that during a laser induced thermal therapy (ablation) procedure, on the bottom screen, he switched from saved image slice 1 to slice 2, to put a new high target on the anatomy. When he set the target and clicked back to view slice 1, this closed the session widow on the top screen. He was then only left with the bottom screen for the ablation for this session. He stopped ablation, closed session, started a new session and everything was fine after that. There was a reported delay to the procedure of less than ten minutes due to this issue. There was no impact on patient outcome.